Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that a case involving a patient with an acute myocardial infarction (ami) was performed. The target lesion was the fist diagonal of the left anterior descending artery (lad) which has heavy calcification, 99% stenosis, and moderate tortuosity. The whisper guide wire was engaged and another company's balloon catheter was delivered onto it. During the first inflation, the balloon ruptured. Then an attempt was made to remove the catheter, but resistance was noted with the guide wire and the guide wire separated about 15 cm proximal from the distal end. The separated distal portion was collected as it has been stuck with the tip of the balloon catheter. Nothing had been left inside with patient. Using another whisper ms guide wire, another company's balloon catheter was inflated, but the balloon had also ruptured. The procedure was closed as slight blood flow was observed (90% stenosis). No additional event or patient information is available.